Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis was conducted and the returned devices were examined visually. No destructive analysis was performed. The returned components are damage, has deformation, gouging and scratches were observed on the articular surface of the femoral component. The articulating surface of the tibial insert was also damaged and scratched. These features observed on the tibial insert have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty (tka), even under carefully controlled conditions. Damage and scratches were observed on the tibial baseplate. Cement was observed on the tibial baseplate, femoral, and patella components. Scratches were also observed on the articulating surface of the patella component. No material or manufacturing deviations were observed during the investigation. A clinical evaluation was conducted and without the request clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-assessed. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Should information become available this complaint can be re-assessed. Available this complaint can be re-assessed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to severe metallosis.